Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient developed wound dehiscence. The patient is currently receiving on-going wound care and is using their device.